Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic surgery, on stapling the lung, after use of the charger, the nurse wanted to take the device out to use another one and it was impossible to get it out. The knife of the charger jammed in the clamp. The knife blade was difficult to retract. They changed clamp and there was no problem afterwards. They took another handle and load to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload had a full complement of staple. The sutures of the reload were properly engaged. The trs material was properly seated. The proximal end of the reload adapter was broken. Due to the noted damages, functional testing was precluded. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.